Event description:
As reported by customer, the o-ring from the rotating adaptor of an angiographic syringe broke and a portion became lodged within a length of contrast injection line. This was not injected, and there was no harm to the pt. The used syringe has been returned for eval.

Manufacturer narrative:
Although the used device has been returned for eval, the device investigation has not yet been completed. Upon completion of the investigation, a f/u medwatch will be submitted.